Event description:
Procedure: low anterior resection. According to the reporter: the stapler misfired and no tissue donuts were found after firing. The staples were malformed and the surgeon had to suture the anastomosis. Surgical time was extended more than thirty minutes due to the instrument not firing correctly. Add'l blood loss was not reported.

Manufacturer narrative:
(B)(4).